Event description:
It was reported the patient was pacemaker dependent and died with cause of death noted to be sudden cardiac death, heart block requiring pacemaker, and arteriosclerotic cardiovascular disease. There is no allegation from a health care professional that the death was device related.

Event description:
It was reported the patient was pacemaker dependent and died with cause of death noted to be sudden cardiac death, heart block requiring pacemaker, and arteriosclerotic cardiovascular disease. There is no allegation from a health care professional that the death was device related. Follow up with the clinic reported that the last device check on (B)(6) 2010 was normal and there were no concerns regarding device performance prior to the patient's death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.